Event description:
User facility voluntary medwatch was received that stated the following: "pt came into the infusion suite to have a dose of remicade administered. After the infusion had been running for a short while the pt complained to the nurse that the infusion felt funny. The nurse found the tubing to have deflated in one area and had occluded the tubing. Tubing was removed and new tubing was attached to the drug." Upon further query the following info was provided that indicated the tubing split; subsequently, a leak was noted. The option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver remicade 300 mg/280 ml, via a pump, for a duration of 2 hours. Approx 50 mins after the delivery was started, the pt reported to the nurse that the pt's back was "all wet." The customer contact reported the delivery was stopped. At this time, it was reported the nurse noted that a 1 inch portion of the tubing that was 2 inches proximal to the clave y-site of the tubing set had flattened and looked "like it split from the seams but there are no seams, like it disintegrated." An unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided. (B)(4).

Manufacturer narrative:
(B)(4). The report number was not provided. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). A device from possible lot numbers 252724w and 281834w was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.